Event description:
Several discordant, falsely elevated calcium results were obtained on an advia 1800 instrument. The discordant results were not reported to physician(s). The samples were rerun in duplicate, and the corrected results were reported to physician(s). There are no known reports of unnecessary treatment or adverse health consequences due to the discordant calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse analyzed the instrument and instrument data. Prior to these discordant results, the fse had been working on a partially occluded sample line, and had discovered bacterial contamination from the laboratory's water supply. The fse performed a thorough bleach cleaning of the instrument. Additionally, the mixer rods were checked and cleaned. Quality controls were run and found to be within range. The cause of the discordant calcium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.